Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the device wasn't helping their symptoms and was causing pain down their right leg. Patient said it felt like the device was pressing up against a nerve. Patient had the device removed 2 months ago because of these issues.